Event description:
Arrow arterial catheter kit ra-04220 standard 20g size is prone to kinking after it has been in pts for several hrs. It is made of polyurethane instead of teflon and it seems to soften at body temp. Hosp had recently started using the catheter in high numbers and within 2 weeks rptr personally encountered three critically ill pts sent from intensive care units with non-functional arterial lines. All had no backflow through the arterial line and incorrect readings through the arterial catheter. Upon examination, all three had kinking of the catheter at the skin. Because the catheter is too soft, its position cannot be adjusted. It simply kinks even more.